Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The down and middle buttons were not always responsive. Customer's blood glucose level was 150 mg/dl. The customer also had issues with the sensor. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device communicated properly with the guardian link 3 transmitter. No lost sensor alarm noted during testing. All button functioned properly. No unresponsive buttons were noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electronic board was properly locked. The device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.